Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded, and the device was bloody. Analysis of the balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection revealed numerous kinks in the hypotube, and the balloon had a burst that was 7mm in length. The fracture faces of the separated ends were ovalized, as if kinked prior to separating.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon was advanced for dilatation. However, upon inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.